Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the headlight covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 28th november 2022, getinge became aware of an issue with one of the surgical lights - lucea 50. It was stated the headlight cover was cracked with missing particles. We decided to report the issue in the abundance of caution as any particles falling off into the sterile field or during the procedure may cause contamination. Defective part (ard368609996 - l50 - s/a upper cover with fork v3) was replaced and the device was back to usage.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th november, 2022 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the headlight covers were cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 28th november 2022, getinge became aware of an issue with one of the surgical lights - lucea 50. It was stated the headlight cover was cracked with missing particles. We decided to report the issue in the abundance of caution as any particles falling off into the sterile field or during the procedure may cause contamination. Defective part (ard368609996 - l50 - s/a upper cover with fork v3) was replaced and the device was back to usage. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of the surgical lights - lucea 50. It was stated the headlight cover was cracked with missing particles. We decided to report the issue in the abundance of caution as any particles falling off into the sterile field or during the procedure may cause contamination. Defective part (ard368609996 - l50 - s/a upper cover with fork v3) was replaced and the device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the headlight covers cracked with missing particles, which could be considered as technical deficiency, and in this way the device contributed to the event. It is unknown if the device was or was not being used for the patient upon the event occurrence. A review of received customer product complaints related to the investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the cover being cracked with missing particles is moderate. A root cause analysis was performed by subject matter experts. According to the picture provided, the plastic top cover is deteriorated in the corner and a broken part is missing. The damages were probably caused by a collision. The cover involved was not returned for evaluation. A new cover available as spare parts in the kit ard368609996 must be installed in order to replace the cover damaged and to avoid any incident. To prevent any safety issue the instruction for use lucea 50/100 # IFU 01741 mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.